Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. Low vault was observed and the lens was exchanged for a longer length lens on 11/19/2014. This resolved the problem. Patient last bcva was 20/20.

Manufacturer narrative:
(B)(4).